Event description:
It was reported that the patient was seen with high impedance shortly after a generator replacement. The patient later underwent surgery where the lead was removed from the generator, cleaned, and reinserted and diagnostics were ok. No products were replaced. No other relevant information has been received to date.